Event description:
On (B)(6) 2012, leica microsystems was advised of sub-optimal tissue processing involving 400 specimens, which required subsequent re-processing on (B)(6) 2012. This info was provided to leica representatives by the laboratory manager during a scheduled laboratory visit. The laboratory manager also advised that the findings from in-house investigation determined that the root cause for the sub-optimal processing was a use error relating to reagent replacement; and that all specimens exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.